Event description:
Customer called to report that the insulin pump experienced an unexpected restart alarm. Customer also reported that the insulin pump alarmed displayable history crc check failed on startup. Customer stated that the insulin pump may have been exposed to moisture. Customer's blood glucose levels were not included in the report. Advised customer to monitor the pump and that customer may continue to wear the pump until replacement arrives. Product is being returned and replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.